Manufacturer narrative:
Investigation summary: the device key was returned for evaluation. The device key is the portion of the device that connects the device to the generator; it houses a microchip which stores information on all of the activations during that procedure. The device activation logs showed a total of sixty nine activations. Of these, one was a "reactivate switch released" entry, which indicates premature release of the fuse button. Premature release of the fuse button will result in an alarm by the generator and interruption of energy output; a safety feature by design. In the absence of the complete event device, it is difficult to confirm the results of the activation logs and determine the root cause of the event. Although the root cause could not be determined, applied medical is currently implementing appropriate corrective actions within a corrective and preventative action report to mitigate insufficient hemostasis.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Laparoscopic ileocecal resection: "after laparoscopic preparation of the ileocecal part, without any problems using the voyant, the ileocecal part was taken out of the abdomen for stapling and anastomosis. During this part the meso also had to be sealed and cut a few times. At a given point during this step, after the sealing cycle was completed, there was bleeding of a vessel after the cutting. The doctor was not able to seal this bleeder so he sutured the bleeder and created hemostasis this way tm sent an email on monday april 3 that the event sample was thrown away, but the device key has been kept and this will be returned. Tm confirmed per email on april 7 that meso is short for mesentery. The tm also confirmed per email on april 10 that the patient did not exhibit any vascular pathology." Patient status - no patient injury or illness occurred associated with the complaint event.